Event description:
It was reported by the aci clinical specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 7f sheath (unknown model). Peri-procedure, the patient was anticoagulated with 6,200 units of heparin. A pre-procedure femoral angiogram was not taken. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU. Manual pressure was held for two minutes. A hematoma (size of a football) formed at the access site. The physician held manual pressure for one hour and the patient was still bleeding. The physician would not say whether or not he believed the event was mynx related or not, he stated he didn't know why the event happened. Post procedure a femoral angiogram was taken which confirmed that the access site was not a high stick. The nurse stated that the physician "may have hit a side branch." It was noted that the patient's vessel was heavily calcified. The physician ballooned the patient's right femoral artery and injected thrombin. The patient was hospitalized and it is unknown if the hospitalization was mynx related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.